Manufacturer narrative:
The customer¿s report of a pump infusing faster than expected was not confirmed. The pcu event log showed that at 12:11 am on (B)(6) 2016 the pump module was programmed for an infusion of heparin 25000unit in 250ml to run at 7.6ml/hr. At 1:18 am, the infusion was paused for approximately 2 minutes and 25 seconds before it was restarted. At 1:21 am, the device was channeled off. The volume recorded as being infused during this period was 8.559ml. There were no alarms prior to the device being channeled off. Testing and inspection found the pump module to be infusing within specification. Functional testing confirmed the device was able to detect air in line within specification. The root cause of the pump infusing faster than expected was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin 25,000 in 250ml was intended to infuse on a critical care patient as a primary infusion at 7.6 ml (760 units) per hour, with a vtbi of 138 or 140 ml, but the entire bag had infused in just under two hours. It was reported that the device did not alarm when the infusion "ran dry." Serial pt and aptt lab work was ordered and monitored. The patient's aptt came down within a few days and the heparin was restarted.